Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy procedure under sedation, a fragment resembling a single use biopsy valve, fell into the patients' bronchus upon inserting the syringe into the biopsy valve. The fragment that fell off was immediately retrieved via suction using the scope. The procedure was completed by replacing the biopsy valve. No reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h7, h9 and h11. The device was returned to olympus for inspection and found no cracks or damaged areas were found in the slit section of the returned biopsy valve. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the damage/detachment occurred in the slit area of biopsy valves other than the returned item. The reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.